Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant procedure on (B)(6) 2021 (related manufacturer reference numbers: 1627487-2021-13013, 1627487-2021-13014, 1627487-2021-13015) a portion of the patient¿s l1 lead (3 contacts) remains in place. The rest of the lead portion was explanted. Reportedly, the lead was broken upon removal. No further intervention is planned at this time.